Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia and the buttons of the insulin pump were not responding. Customer's blood glucose level was 475 mg/dl at the time of incident and the other blood glucose level was 498 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer stated that the middle button and any button to unlock the keypad was not responding. Customer stated the insulin pump was neither dropped nor exposed to moisture. The insulin pump will not be returned for analysis.